Event description:
The customer reported a speaker malfunction message. No patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the speaker is not working. No patient harm was reported.